Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 3-4 and a restricted posterior. One clip was successfully implanted. To further reduce mr, an additional clip was prepared. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), the stopcock on the introducer was accidently turned opened. This resulted in an air embolism and a drop in blood pressure. The patient showed no additional signs of patient effects and the blood pressure returned to stable levels. The clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported IFU deviation is associated with the inadvertent opening of the clip introducer stopcock during cds insertion, resulting in air embolism and hypotension. Hypotension and air embolism are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.